Event description:
Per the clinic, the patient has experienced recurrent infections around the abutment site which have been treated with oral antibiotics (type, dosage, and duration not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.